Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 2402140000-2024-8002 for this event.g1: device manufacturer address 1: (B)(6).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) clearlink system continu-flo solution sets leaked from "the valve below the drip chamber". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.